Manufacturer narrative:
The complaint is not confirmed for shaft sticking. However an investigation is in process for this failure mode.

Event description:
The hospital reported that during the evh procedure, the shaft kept sticking when advancing and retracting within the harvesting cannula. A replacment unit was used to complete the procedure. The hospital did not report any patient complications.